Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer's technical support instructed various corrective actions, including disconnecting tubing and delivering boluses. The customer was advised to replace supplies as needed and resume regular insulin delivery.